Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the customer that the bolus request to be delivered was too high and the customer was unsure of the reason. Reportedly, the customer entered a bolus request of 30 grams of carbohydrates and a blood glucose (bg) value of 220 mg/dl and received a calculation of 21.67 units of insulin delivered. Review of the customer's profile with tandem technical support showed that the carbohydrate ratio was set to 1:1.5grams, and the customer believed that the setting should reflect 1:15grams. The customer confirmed that the health care provider (hcp) would be consulted regarding the settings. Several hours later, during a follow-up call, the customer reported that the clinical diabetes educator (cde) confirmed that the carbohydrate ratio of 1:1.5grams was correct. The customer reported being sure that 21.67 units of insulin was too much insulin, and indicated sliding scale therapy would be used for diabetes management. The customer confirmed hcp would be consulted to discuss settings and that the customer would call back tandem technical support should further assistance be required.